Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple medications were not crossing over. A technical support specialist dialed into the application server. Ran a downtime query and found no messages processing. Restarted the external messaging services - becton, dickinson (bd) pyxis external inbound processors service. Ran the downtime query again, and messages began processing. The customer was informed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple medications were not crossing over. Recurring data sync failures during the dispense workflow can delay medication administration and cause adverse events, especially in critically ill patients, making the issue potentially reportable. However, there were no adverse events or injuries reported based on this event.